Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery, battery / (B)(4) / model #: 1650- / (B)(4). Device evaluation anticipated, but not yet begun. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two batteries did not provide power and the controller experienced power switching. The two batteries will be e xchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Two batteries were not returned for evaluation under this product event. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed premature switching events due to momentary disconnections involving bat303406 and bat313710. As a result, the reported power switching event was confirmed. The reported no power event could not be confirmed, however, the recorded premature power switching events were most likely perceived by the patient as the reported no power issue. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. Momentary disconnections were investigated internally. Additional products: battery/bat313710, (B)(4). If information is provided in the future, a supplemental report will be issued.